Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed ruby coils in the target vessel using a lantern. After placing a new ruby coil in the vessel, the physician was not satisfied with the coil position and decided to retract and re-sheath it. While attempting to place the same ruby coil, the physician experienced strong resistance advancing the coil through the introducer sheath; therefore, it was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.